Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, an insertion issue was noted while attempting to insert the stylet into the lead. The physician suspected that the lead scrapped the stylet coating, causing blockage inside the lead. Another stylet was used to successfully place the lead and the patient was in stable condition following the procedure.

Event description:
The lead was explanted and replaced to resolve the issue. The patient was in stable condition.